Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
After returning from recent preventative maintenance, on (B)(6), the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error message. After that, the console was not used for a couple of days. On (B)(6), when the customer wanted to connect the device to a new patient, the console repeatedly gave an "air trap" alarm, and in the end, they couldn't get their console to work. The customer borrowed a console from the first intensive care unit. The same start-up kit (suk) that was intended to be connected to the original console was attached to the borrowed console. The borrowed console started working immediately. Therefore, it is assumed that the issue was not with the suk being connected to the console. No impact or consequence to the patient.